Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and found that the issue was not the fan alarm. The fse found the vent alarming with no led indicator lights turned on. He replaced the alarm pcb to resolve the issue. A failure analysis was performed. The alarm sounds with the alarm silence active. U14e output not low with input high. Findings/root cause: component failure, u14e (B)(4) intermittent.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report an issue with this unit that was found while the unit was on a patient. The staff put this unit on the patient and they were hearing an alarm. No alarm leds were lit when they heard it. The customer stated that it sounded different from all other alarms. The customer indicated that it sounds like the upper fan alarm was activated. The only setting he knew was the map was 15 with the upper limit at 18 and the lower limit at 12. The patient was put on another hfov. There was no harm to the patient.